Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
The customer's grandmother reported via phone call that her granddaughter experienced high blood glucose. The customer's grandmother also reported that they received motor error alarm and no delivery alarms. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's grandmother stated that the insulin pump was able to rewind. The customer's grandmother stated that the drive support cap appeared normal. The customer's grandmother stated that the insulin pump was not exposed to high magnetic fields. The customer's grandmother stated that she had a hard time pressing the down arrow button. The customer's grandmother was unable to properly troubleshoot due to the down arrow was hard to push. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.